Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent an outflow graft revision on (B)(6) 2019 to correct a partial occlusion due to kinking. Surgeon detailed the outflow graft twist was repaired via mini thoracotomy approach without event. No additional information was provided.

Manufacturer narrative:
Section h7, h9: additional information manufacturer's investigation conclusion: the report of a twisted outflow graft and low flow alarms cannot be confirmed. The patient experienced low flows alarms. Imaging studies and an echo were performed which confirmed a twist of the outflow graft. The patient's system controller log file was submitted which contained approximately 6 days of data, spanning from (B)(6) 2019 11:14:32 to (B)(6) 2019 07:51:49, per the timestamp. Throughout the log file, numerous low speed advisories were captured due to the pump speed being set below the low speed limit of 5500 rpms. Besides these events, the log file captured routine power changes and pi events. No other unusual events or alarms were captured in the log file, as the device appeared to be operating as expected. The submitted controller periodic and lvad event and periodic log files also captured the device operating as expected. The reported low flow alarms were not captured in the log files. The patient was brought to the or, and via thoracotomy, the outflow graft was untwisted. An outflow graft clip was also applied without event or complication. The patient was discharged on (B)(6) 2019. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.